Event description:
Additional information was received from the patient that reported that she contacted her health care provider on (B)(6) 2016 regarding the poor telemetry with the recharger. The patient reported that the health care provider was contacting the manufacturer on (B)(6) 2016 to see what could be done about the implantable neurostimulator moving in the pocket and about replacing the battery. The cause of the implantable neurostimulator moving in the pocket was not determined, but the patient thought that the pocket was made too big. The implantable neurostimulator moving in the pocket had not been resolved at the time that the additional information was reported. The patient was upset because she has constant bilateral leg pain and wants ¿it¿ fixed because it really helped with her leg pain. She was so frustrated. There were no steps taken to resolve the issue about difficulty recharging. The patient will fully charge the implantable neurostimulator and it may stay charged 1 hour, and as of the night prior to the additional information being sent, the patient had to relieve her leg pain by wearing the charging belt. Once she takes it off, the battery in her hip stops working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It is noted that the patient¿s dates were not reliable. It was reported that the patient had been charging her system regularly until she had device issues which were previously reported and resolved. The last recharge session was on (B)(6) 2016. The last time that the patient felt stimulation was (B)(6) 2016 (later reported as (B)(6) 2016). On (B)(6) 2016, the patient noticed that they couldn¿t communicate with their recharger or patient programmer. The patient tried to initiate a recharging session, but kept on getting the reposition antenna screen even after repositioning the antenna. The patient programmer was getting poor communication. The patient removed the antenna from the patient programmer and tried to connect. She said that she got ¿the triangle with exclamation mark, with circle with a tail. And nothing to the right of the screen.¿ the patient could feel the implantable neurostimulator move in the pocket. Additional information was received from the manufacturer representative on 2016-05-03 that reported that the implantable neurostimulator was overdischarged. The manufacturer representative attempted to interrogate the implantable neurostimulator, but was unsuccessful and she started a physician mode restart session. One physician mode restart was performed and the manufacturer representative was able to get the implantable neurostimulator to a regular charge session. Although the patient stated that she had stimulation less than a week prior to (B)(6) 2016, the implantable neurostimulator appeared to have gone into an overdischarge mode. The issue was resolved at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information reported that the patient was re-educated on the charging process and the understanding of the icons on the recharger screen. It was noted that the ins replacement procedure had not been scheduled as of the time of report but was in the process of being scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.